Manufacturer narrative:
H10. Information was received 30 nov 2023 that the patient will be revised on (B)(6) 2023, the aware date is noted to be before the revision date.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, later endured pain, stiffness, discomfort, and weakness which in turn negatively affected patient mobility and quality of life necessitating a revision surgery procedure on (B)(6) 2023 which is approximately 4 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.